Event description:
Around 2230 staff were getting the patient up to ambulate when the impella started alarming, upon inspection one of the wires seems to have frayed and broke. Mds and impella rep called to bedside immediately.